Event description:
The customer received questionable troponin t (tnt) results on their cobas e601 twice since (B)(6) 2011. The first patient had an initial tnt result of 0.207 ng/ml which was reported outside the laboratory. The floor questioned the result. The original sample repeat was <0.010 ng/ml accompanied by a data flag. The patient also had a blood re-draw and the result from the analysis was <0.010 ng/ml accompanied by a data flag. The customer considered the repeat result of <0.010 ng/ml to be correct. On (B)(6) 2011, the second patient had an initial tnt result of 0.213 ng/ml. The initial result was not reported outside the laboratory. The customer then tested the sample on a different e601 (serial number (B)(4)) and the result was <0.010 ng/ml accompanied by a data flag. The customer then repeated the sample on the original e601 and the result was <0.010 ng/ml accompanied by a data flag. The customer considers the repeat result of <0.010 ng/ml to be correct. Patient one was not admitted to a medical facility, treatment was not provided/altered/withheld and death did not occur due to erroneous result from (B)(6). No patients were adversely affected by this event. The tnt lot number was 16111001 and the expiration date was 02/29/2012. The field service representative checked the liquid level detector voltage, alignments and pump pressures. He found the sample probe touching the side of the assay cup during sample dispense and lifting the cup. He adjusted the probe. Performance and precision testing was run with result within specification. No other problems found. System is performing to stated manufacturer's specification.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Further investigation of the event could not determine a specific root cause. Although the most likely cause of the issue was the sample probe alignment. Other issues were noted. Calibration signals were within expectations. Quality control level 2 gave borderline results within the customer's specific ranges. The integrity of the reagent was not completely assessable with the information provided. It was also determined the customer's preanalytical sample processing procedures are not sufficient as they do not follow the tube manufacturer's recommendations. No adverse events were reported.